Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the image disappeared while using the hd autoclavable camera head. The issue occurred during preparation for use and there was no patient harm associated with the event.

Manufacturer narrative:
The device has been returned and the evaluation is pending. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented for a correction based on corrected information that device had not actually been returned and requests for return went unanswered by the customer. Device available for evaluation? No. There has been no response from the customer after follow up attempts regarding device return. The device is not expected to be returned at this time. The investigation is ongoing and follow-up, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.